Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2025. There are no plans to reimplant the patient with a new device as of the date of this report. Device analysis report attached.

Event description:
Per the clinic, the patient experienced acute mastoiditis due to superinfection of the implant (specific date not reported). The implanted device remains. There are plans to explant the device; however, this has not occurred as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.